Manufacturer narrative:
Concomitant medical products: product ID: evolutpro-23-us, serial#: (B)(4), ubd: 30-jun-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic 23mm valve, as the delivery catheter system (dcs) was being withdrawn, the pocket mechanism of the dcs snagged the outflow portion of the valve, causing the valve to dislodge. It was reported that the snag occurred due to patient anatomy because of aortic angulation. The first valve was snared into the ascending aorta. The physician elected to use a larger valve size, and a second 26mm valve was successfully implanted. No additional adverse patient effects were reported.